Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the functional test failed. The rse evaluated the device remotely. It was determined that this was a malfunction of the power pca (printed circuit assembly) and the therapy pca, the replacements for which were ordered. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the power pca and the therapy pca. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer ordered the therapy pca and the power pca to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.